Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that, following the discovery of a break in a cook tpn double lumen catheter, the line was immediately clamped, and a cook tpn double lumen catheter repair set was employed to repair the line. The repair did not hold, and the line began to leak again. The catheter was then clamped until it was surgically removed and replaced. The circumstances surrounding the usage and handling of the product were not reported. The product is not available for evaluation. This report was created to address the originally reported product malfunction of the initial leak in the line. For the leak of the repair which necessitated the medical intervention of the replacement of the line, reference MDR # 1820334-2017-02731.

Manufacturer narrative:
Corrected information: procode. It was determined based on the provided product number that the corresponding product code and common name are: foz catheter, intravascular, therapeutic, short-term less than 30 days.

Manufacturer narrative:
(B)(4). A review of documentation and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A device history record review and complaint history search on lot number could not be performed as the complaint lot number was not provided. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the provided information, no product returned and the investigation, a definitive root cause cannot be established or reported at this time. This failure mode has been escalated per internal processes.